Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Primary procedure, left hip. It was reported that a size 5 secur-fit advanced broach was used and sat perfectly in situ. When the size 5 secur-fit advanced stem was implanted, it subsided. Procedure was completed with a size 6 secur-fit advanced stem. Procedure was to address a femoral fracture, the rep reported the fracture was not a factor in stem subsidence. Though unlikely, it is unknown if the same broach was used as in a previous pi where the same event occurred with the same surgeon for the same size devices (different patients).